Event description:
An eye care professional reported to a company representative that a patient wore focus night and day lenses for 2 days, and then went to the beach. The patient rubbed his eye due to a foreign body sensation. He presented 2 days later to the reporting ecp with an infectious corneal ulcer thought to be positive for pseudomonas. Patient was referred to an ophthalmologist for treatment. Central scar remaining with vision reported as 20/40, right eye. Request has been made for additional details, however no further information has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible central infectious (pseudomas) corneal ulcer." As there was no product returned or lot information provided, no detailed investigation can be performed.